Event description:
It was reported to aesculap inc. That a round filters w/indicator (part# us751) was used with a sterilization container provided for use during a surgical procedure on october 19 2023. According to the complainant the or staff found small holes in the sterile container filters. Per the report the sets had to be resterilized resulting in a delay to the procedure. The adverse event is filed under aic reference (B)(4). 2916714-2023-00110 ((B)(4) - us751) 2916714-2023-00111 ((B)(4) - us751) 2916714-2023-00112 ((B)(4) - us751) 2916714-2023-00113 ((B)(4) - us751) 2916714-2023-00114 ((B)(4) - us751) 2916714-2023-00116 ((B)(4) - us751) 2916714-2023-00117 ((B)(4) - us751).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Updated information: d9 device returned to manufacturer h6 codes updated the samples provided were returned to the manufacturing site for technical evaluation. Results of the investigation determined that there were no defects or damages observed on the returned product. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. Inspections are documented in the production record, all reflecting passing results. Retain samples were found to be conforming, no issues found with any of the sample reviewed. Based on the investigation findings, the cause of the pin holes was unable to be determined. As a result, the reported failure could not be confirmed to be a manufacturing related issue.